Event description:
It was reported that the unspecified quantity of clearlink system continu-flo solution sets were leaking from the port midway down the line. The anesthetist slipped on the leaking fluid on the floor and almost hurt themselves. This was observed before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional phone no.: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Additionally, a static bubble was observed at the gland of the third y-site and it is according to specification and not considered a leak. Priming was performed at the set with a bag of sterile water and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.